Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins was non-operational and was supposed to be removed next month. The caller didn't have any further information. The caller was not with the patient. The hcp called back and reported that the patient recharged the handset, and it was now at 100%. They are having trouble getting the "handset to talk to the communicator". The hcp was not with the patient at time of call. The hcp was inquiring if someone could call the patient for troubleshooting or if a manufacturing representative (rep) could meet with the patient. The agent provided the patient services (ps) phone number and the 'page my rep' website to the hcp. The agent said they would also send a request to ps to reach out to the patient as the hcp noted the patient was having trouble on the telephone getting through to anyone from the manufacturer as well as their provider's office. Patient services called the patient to help troubleshoot connecting the handset and communicator to stimulator. The patient was able to successfully connect. The patient was having trouble turning on the handset because they had the handset upside down. The patient's handset displayed they were in MRI mode already. They said they put the device in MRI mode a year and a half ago and left it there. The patient mentioned the stimulator has not worked for the past two years, and they haven't had it removed.